Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The equipment was received in vyaire facility. Service was not able to verify the reported problem "not delivering flow". The ventilator passed 48 hours extended tests and troubleshooting final test at customer settings without any unusual alarms or conditions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 ventilator was not delivering flow. At this time, there is no information regarding patient involvement associated with the reported event.